Event description:
It was reported that the patient went to the emergency room with skin lesions and a fever three days after implant. The lesions were on both ears, the left forefinger, the left buttocks, left front groin area, and chest. The skin above the device was very hot to touch. Three weeks later the patient was hospitalized with the same symptoms. Extensive tests and labs were performed to look for rare diseases as the hcp could not explain the lesions and fever. Six days later the patient underwent wound debridement. A week after that the entire system was explanted. After explant the condition resolved. It was noted that the patient had a follow-up appointment with the surgeon on december 7th.

Manufacturer narrative:
Lead: model 39286-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6).